Manufacturer narrative:
Visual inspection: during the investigation, deposits on the catheter were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 passed the standard test in the horizontal position. The measurement had to be stopped because the valve showed a blockage. The results show that the shuntassistant is operating within the specified tolerances in the vertical position. The measurement in the horizontal position of the valve showed that the shuntassistant® is operating in the reference flow range of 20 ml/h with a value of 22.04 cmh2o outside the permissible tolerance (permissible tolerance 0 - 4 cmh2o). A slower outflow of the shuntassistant could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found inside of both valves. Results : based on our examination results, we can determine a blockage and a non-adjustability at the progav 2.0 valve, as well as a slowed down discharge in horizontal position of the shuntassistant at the time of our examination. As a cause for the malfunctions, the detected deposits can be named. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (part # fx414t) was implanted during a procedure performed on an unknown date. According to the complainant, the system was believed to be operated in under-drainage and had adjustment difficulties. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years. Height: 113 centimeters (cm). Weight: 20 kilograms (kg). Gender: male.